Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that patient's purewick system was not suctioning at all. The customer said that they purchased a new kit, representative did a troubleshoot with the new kit and the water barely suctioned out. The suctioning from the purewick system was weak. Representative did check the warranty; the unit was purchased on (B)(6) 2022. Rep informed the patient that the warranty expired. The patient would call back when patient was ready to purchase a new unit. They also discussed pricing for the unit. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that patient's purewick system was not suctioning at all. The customer said that they purchased a new kit, representative did a troubleshoot with the new kit and the water barely suctioned out. The suctioning from the purewick system was weak. Representative did check the warranty; the unit was purchased on (B)(6) 2022. Rep informed the patient that the warranty expired. The patient would call back when patient was ready to purchase a new unit. They also discussed pricing for the unit. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.